Event description:
The hospital reported a malfunction resulting in light anesthesia causing the patient begin to wake during the procedure. The case was continued with drugs. There was no report of patient injury or patient recall.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.